Manufacturer narrative:
Concomitant medical products - ams miniarc on (B)(6) 2010; ams intepro y-sling on (B)(6) 2010; biodesign or surgisis 4-layer tissue graft on (B)(6) 2011 this MDR is related to MDR 1835959-2016-00386. Based on the information provided by the complainant, details regarding a specific correlation between the biodesign or surgisis 4-layer tissue graft¿s performance and the alleged injury remain unknown. A root cause of the claim allegations is inconclusive due to the lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. A follow-up MDR will be filed if additional details are obtained.

Event description:
The patient was reportedly implanted with an ams miniarc and an ams intepro y-sling on (B)(6) 2010 and two biodesign or surgisis 4-layer tissue grafts on (B)(6) 2011. Both surgeries took place at (B)(6) hospital ¿ (B)(6) and were performed by dr. (B)(6). The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.